Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully reset it. The malfunction code did not recur, and the customer continued to use the pump with an understanding to call back if any issues arose.